Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal.

Event description:
It was reported that the right atrial lead exhibited capture anomalies. The lead was not implanted.